Event description:
It was reported by the clinician that during the implant procedure of the left ventricular lead, one of the spring wire guides (swg) or catheters used may have broken off. It was noted under fluoroscopy that there was a foreign material approx 1-2 mm in length in the pt's vein, which then migrated to the lung region. The physician tried to snag the piece of swg with a snare, but was unable to. It could not be confirmed what the foreign material was. The lead was successfully implanted. No adverse pt effects have been reported. It was noted that all available info indicates that the lead remains in service.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.